Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation via remote monitoring system oversensing was seen on the right atrium and right ventricular resulting in pace inhibition in a pacemaker dependent patient. No patient symptoms were noted. The patient was seen urgently and provocation maneuvers were performed but noise was not reproduced. Possible external interference was suspected as the patient noted that they were near antennas during the period of oversensing. The device was reprogrammed and the minute ventilation sensor was programmed off. No adverse patient effects were reported. A review of the remote monitoring system ventricular events by boston scientific technical services (ts) noted that the device was oversensing minute ventilation (mv) signals stimulus. Ts noted that when there is oversensing of the mv signal this indicates a high impedance situation on one or both leads. Ts discussed leaving the mv off and monitoring the system for lead noise and/or high pace impedance readings.